Event description:
Oversensing was reported on the lv channel resulting in crt interrupt recordings. Lead to be evaluated further and remains implanted. Should additional information be obtained, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.